Event description:
Caller reported a malfunction on pump with malfunction code malf 0. There was no adverse impact to customer's blood glucose level. Cts assisted caller with resetting pump, and the malfunction code did not recur. Customer was instructed to continue using pump and to call back if issue recurs.